Manufacturer narrative:
Note: d8/9 - device return date is unknown. The device was returned and evaluated by aachen field service, and the investigation for the reported controller error (yellow alarm) has been completed. The console was tested at the field service center. Console logs from field service - when the issue was independently identified - are consistent with complaint and show alarm #1039 (defective optical sensor lamp) after boot-up, as well as "bad_lamp" errors reported by optical bench. During troubleshooting, the voltages provided to optical bench and to the lamp assembly were verified to be within specification, and all cables were mechanically stable. Optical fiber connectors were clean. After optical bench was replaced, the issue was resolved. The cause of the controller alarm was optical bench malfunction. The cause of the malfunction was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller (aic) experienced a controller error yellow alarm. No patient involvement was reported.